Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported steerable guide catheter (sgc) leak (loss of fluid column) was confirmed and appears to be related to the observed tear in the silicone valve. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported loss of fluid column appears to be related to the observed tear in the silicone valve. It is possible that the user technique used to insert/remove the clip delivery system (cds) during the procedure contributed to the silicone tear, which resulted in the observed loss of fluid column, as there was no issue noted with the first cds; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for air leak in the steerable guide catheter, which required intervention. It was reported that on (B)(6) 2016, the patient underwent a mitraclip procedure, treating functional mitral regurgitation of grade 3-4. One mitraclip was successfully implanted. A second mitraclip was prepared for use; however, when introducing the clip introducer into the steerable guide catheter (sgc), it was noted that the silicon valve was not safe, as loss of fluid column was seen. Air was observed in the sgc and three aspiration attempts were made. As the physician was satisfied with mr reduction after implantation of one clip, no additional clips were implanted after the first clip. The sgc was removed and there was no adverse patient effect and no clinically significant delay. No additional information was provided.